Manufacturer narrative:
The handpiece and bur shield were returned to the manufacturer for investigation. According to the service records the bearings were replaced along with preventative maintenance performed on the handpiece.

Event description:
It was reported that during an impacted tooth removal the pt received a minor burn to the left corner of mouth. The procedure was completed successfully with another handpiece and there is no indication that additional treatment will be necessary.